Manufacturer narrative:
The analysis of the provided data confirmed that the device was found into nominal mode on (B)(6) 2023. Based on available data, the origin and the date of the switch to nominal mode can not be determined with certainty. It is most likely due to a request by using the nominal button of the cpr3 head or by using the programmer, during a precedent follow-up.

Event description:
Reportedly, a battery voltage drop occurred. During the followup on (B)(6) 2023, the device was found in nominal mode and time to rrt is estimated to 9 months, whereas in 2022 time to rrt was estimated to more than 10 years.

Event description:
Reportedly, a battery voltage drop occurred. During the followup on (B)(6) 2023, the device was found in nominal mode and time to rrt is estimated to 9 months, whereas in 2022 time to rrt was estimated to more than 10 years.

Manufacturer narrative:
The ICD was explanted on (B)(6) 2023 and returned for analysis. Upon reception, the returned device was interrogated: ventricular channel was with 1,8 v amplitude, and 0.38ms pacing pulse width; proper sensing and pacing operations were observed; no overconsumption was observed during consumption measurements by telemetry battery voltage was measured at 2,57v then the device was opened to have direct access to internal components: a detailed visual inspection did not reveal any anomaly; the device was then powered with an external power supply; the device charges and shocks to 42j normally without over-consumption the hybrid circuit was then submitted to the standard electrical manufacturing hybrid test: considering the battery voltage at reception. Further investigations are ongoing at the battery manufacturer level.

Manufacturer narrative:
The event date (b3) was modified to 05 january 2023. Final analysis - the expertise of the returned ICD revealed the battery was depleted and no over-consumption was detected. The root cause of the fast battery depletion is a battery failure (due to cluster).

Event description:
Reportedly, a battery voltage drop occurred. During the followup on 19 june 2023, the device was found in nominal mode and time to rrt is estimated to 9 months, whereas in 2022 time to rrt was estimated to more than 10 years.

Manufacturer narrative:
The device was explanted on (B)(6) 2023.

Event description:
Reportedly, a battery voltage drop occurred. During the followup on (B)(6) 2023, the device was found in nominal mode and time to rrt is estimated to 9 months, whereas in 2022 time to rrt was estimated to more than 10 years

Manufacturer narrative:
The preliminary analysis of the provided patient files dated of (B)(6) 2023 revealed an abnormal battery depletion for the last 5 months. A device overconsumption and/or a battery issue is suspected. According to the battery curve of the last 5 months, the time to rrt could be reached before august 2023. A device explantation should be considered as soon as possible. The device was explanted and returned to the manufacturer.

Event description:
Reportedly, a battery voltage drop occurred. During the followup on (B)(6) 2023, the device was found in nominal mode and time to rrt is estimated to 9 months, whereas in 2022 time to rrt was estimated to more than 10 years.